Event description:
During a CABG procedure, the instrument did not release from the tissue. The surgeon removed the device with manipulation and tore the tissue. The surgeon used another to repair the tissue and completed the procedure without complications.